Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿too high viscosity¿. A potential root cause for this failure mode could be ¿viscometer failure or mechanical failure¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll self-adhering catheter over penis. 4) gently squeeze the catheter to properly seal adhesive to the skin. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. 5) connect to drainage device. Directions: to remove gently roll catheter off the penis."

Event description:
It was reported that the adhesive on the male external catheter was too strong allegedly making it difficult to remove the catheter. The complainant reportedly had to use a hot wet towel and the catheter came off after about 30 minutes of trying.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the adhesive on the male external catheter was too strong allegedly making it difficult to remove the catheter. The complainant reportedly had to use a hot wet towel and the catheter came off after about 30 minutes of trying.